Event description:
The user facility reported that during a diagnostic colonoscopy procedure, colored lines appeared on the video screen and the users completely lost the image while the users were attempting to snare a polyp. The procedure was completed using a different, but similar device. There was no patient injury reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the report, and was informed that colored lines appeared on screen multiple times in different procedures. The user facility staff reported that there were no patient injuries reported and all the procedures were all completed using a different, but similar device. There was no further information provided. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's experience of image difficulty after activating and testing the colonoscope for four hours. The image started to flicker intermittently, but there was no report of complete loss of image. There was no evidence of fluid invasion in the device. The device passed the leak test. The electrical connector was inspected and no damage was observed. The device was tested using temporary electrical connector and the image worked appropriately. The image difficulty was then attributed to a damaged electrical connector. The device was serviced and was returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.